Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 196-251 mg/dl and a correction bolus was delivered to address the high bg level. Tandem technical support had the customer perform a system check and the infusion set site appeared to a possible cause of the occlusion; however, after troubleshooting another occlusion had occurred. Reportedly, the customer had been using humalog in the cartridge for 3 days.